Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the device was loaded and then an attempt to fire was made, the surgeon could simply not fire. It was noted that the surgeon was able to press the green button but was not able to squeeze thehandle. A new handle was opened, and the reload was fired on the new handle to complete the case. There was no patient injury.